Manufacturer narrative:
Continuation of d10: product ID wr9230; serial# (B)(6); product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6); g2 country: united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative (rep) was trying to activate a demo wireless recharger (wr), placed it on the docking station and completed the first part of the activation process. The recharger app was used to couple the app with the wr. However, instead of having light on the wr turn green and beep (to indicate the searching of the implanted device), the light was solid amber, and no beep was emitted. The app was saying that the wr was inactive. A reset was performed but the issue was not resolved. The wr was unresponsive. Additional information was received from the manufacturer representative (rep) that, using the same tablet, another wr was able to be activated. The new tablet was quicker. The recharger linked no problem and activated easily as well as the patient handset. The only issue was when the rep tried to connect via the ¿find previous device¿ feature. It appeared to connect and then went back to the main deep brain stimulation (dbs) screen. This happened numerous times. The tablet had to be shut down and started again and then it connected. The battery had been reinterrogated after recharging. The option to find previous device was available after interrogation but the feature just would not connect to the battery.